Event description:
It was reported by service report that the foot end of stretcher is drifting and fluid was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: gatch.